Event description:
It was reported that, 1 year prior to the notification date, the rv lead impedance increased from 500 ohms to >3000 ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.